Event description:
On (B)(6) 2015, the re-revision surgery was conducted and the implanted screws manufactured by other company were replaced with expedium at l1-s2ai. And the rod connector in question was used for fixation because the right l4 screw could not be directly linked with the rod. A few days after the surgery, it was found by x-rays that the setscrew of the rod connector was loose and came off. The patient is currently being followed and reoperation is under consideration.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.